Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the procedure while patient was being monitored, atrial non-capture was noted on monitor strips. An x-ray confirmed dislodgement. The patient was taken back to reposition the lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.